Event description:
After receiving essure I have experienced extremely brutal periods that are so heavy I can't leave the house. I have gained weight, have constant pain, experienced hair loss, headaches/migraines, extreme tiredness. I'm pretty sure everything has gone downhill since I had the essure done.